Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that this ht70 ventilator would not power up. The device was made available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the reported issue and replaced the control board. The ventilator passed all tests and calibrations per manufacturer specifications at the time of service. It is in working condition and has been returned to the customer. One printed circuit board assembly (pcba) control was received for failure investigation. The control board was installed in an ht70 test fixture. The external power light-emitting diode (led) lit up but the device would not power on. Further inspection of the unit found the capacitor c92 had shorted. This failure mode could lead to a loss of ventilation situation. The root cause was isolated to the shorted capacitor c92. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this ht70 ventilator would not power up. The ventilator was not in use on a patient at the time of the reported event.